Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that the patient presented to the hospital complaining of chest pain. The pulse generator exhibited intermittent capture and intermittent output. The device was explanted on (B)(6) 2013.